Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that final bags were cloudy when intralipids were on port 2 of a em2400 valve set. The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02765. All information can be found under manufacturer report number 1416980-2022-02765. Should additional relevant information become available, a supplemental report will be submitted.